Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 461 short v-v intervals had been noted over a period of approximately seven months. Follow-up with the physician's office determined that 25 additional short v-v intervals had been observed at a subsequent device interrogation. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.